Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received along with an opened foil, no apparent damage, and one clip loaded. The reload was tested for functionality with the test device. Upon functional testing of the clip, the instrument loaded, retained, and deployed one clip as intended. The clip was as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip was performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the applier product code and lot number? The applier code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier? No. If yes, please create a product complaint and provide the respective reference number(s). N/a. What suture type and size was used? Currently, unknown. When the event occurred, was the suture placed near the hinge of the clip? Currently, unknown. Were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? No. Was the applier checked for damaged (jaws straight and aligned)? Currently, unknown. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Currently, unknown. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The sales rep has already known. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The product has been arrived at sukagawa and will be shipped. Please check rmao. Additional event information: we got the additional information of mip202301691 from the sales rep. Ka200 was no damage. They checked ka200 has no damage. (Jaw of ka200 was straight.) The applier has been used for long time in the hospital. Suture type and size was 3-0 monofilament. The suture was taut. When loading the clip, it was loaded with considerable force.

Event description:
It was reported that a patient underwent a robot assisted partial nephrectomy on 30-oct-2023 and a suture clip was used. During the procedure, the clip could be fed into the applier, but could not be closed on the suture. The surgeon attempted to fire several times, but the clip could not be closed on the suture. The suture was ligated to complete the case. There were no adverse consequences to the patient. Additional information was requested.